Event description:
A report of the patient being burned at the pocket site while charging was received. The patient stated the charger was underneath him while lying down. The patient had fallen asleep while charging and had asked a nurse to remove the charger after a certain period of time, but she had forgotten. Current device labeling warns against charging while sleeping, as it may result in a burn. No medication was prescribed. The burn healed and patient is reportedly doing well.